Event description:
It was reported that the procedure was to treat a lesion in the mid coronary left anterior descending artery with mild calcification and 95% stenosis. The lesion was pre-dilated with an unspecified non-compliant balloon. A 3.5x23 mm xience pro rx stent delivery system was advanced and could not cross the lesion due to patient anatomy. The proximal portion of the shaft separated near the hub during advancement. The separated portion was simply withdrawn from the patient anatomy. The stent dislodged outside the body post procedure due to manipulation of the device during preparation for shipment. There was no interaction of devices. A same size xience xpedition crossed in the next attempt. There was no reported adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent information indicated that the site incorrectly reported this complaint. Per the site, the 3.5x23 mm sds did not have a shaft separation and did not have a stent dislodgement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. However, it is similar to a device sold in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A review of the lot history record revealed no non-conformances. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.